Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which analysis result did not confirmed the allegation. Moreover, the pulse generator diagnostics data noted normal battery depletion. The device memory noted that there were higher programmed ventricular parameters. Also, the device passed all electrical tests. Hence, normal device operation was noted during analysis and has normal battery depletion.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.